Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Left hip revision for pain and elevated cobalt and chromium levels. Stem, neck, head and insert were revised.